Event description:
It was reported that there was a limited or imprecise motion issue with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissor (mcs) instrument was analyzed, and the findings did not replicate or confirm the customer reported event. A visual inspection did not reveal any damage. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with the full range of motion in all directions. The blades opened and closed properly. The instrument was fully functional. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. Field h9 has been corrected to reflect that the reported issue is not related to a corrective field action.

Event description:
Refer to h11 for follow-up information.